Manufacturer narrative:
(B)(4). Batch t5aj0v. Additional information received: can you please explain how the device had incorrect stapling? Malformed staples, sometimes it does not closed b-formation. Did the device lock-out (no staples deployed and no cut line started)? No, the process ends. Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Do not. Or, did the device staple, but not cut the tissue? Do not. Did the device deliver any staples? If all. If yes, were the staples that deployed into the tissue formed in the proper closed b-formation? Sometimes it does not. If the stapler did fire was the staple line complete? Yes. Did the device cut? Yes, irregularly. If yes, was the cut line complete? Yes, irregularly. What is the current patient status? Hospital discharge, recovered. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Not for now. If yes, please explain. Investigation summary: the analysis results found that one plee60a device was returned with the anvil bent upwards and with three reloads present. The reloads were received fully fired. No functional test was performed due the condition. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. Reload b: ecr60d, r5ah4a, fully fired. Reload c and d: ecr60g, r5c65l, fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy procedure, incorrect stapling echelon powered. Procedure was delayed by 90 minutes and the procedure was completed successfully. Patient consequences were not reported.